Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4)-incomplete. The lot number is currently unavailable. Investigation summary: the complaint device was discarded by the engineering service therefore, device is not available for a physical evaluation. It was reported that the distal tip is damaged. Pictures were provided, which shows evidence of a broken drill tip. This complaint is confirmed. Although the device age is unknown a possible root cause for the broken tip could be heavy use in the field. Another possible root cause for the broken tip could be due to the hard bone quality of the patient. This failure can be attributed to user technique and human factor however a specific root cause could not be determined. Furthermore, no lot numbers were supplied which precludes conducting a device history record review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in australia that during arthroscopic latarjet procedure, it was observed that the tip of the glenoid drill bit was damaged. According to the report, the event was found during drilling of glenoid. It was reported that a hard bone was encountered - on inspection. It was reported that the screw retriever was used to check cannulation of the drill bit which was found to be blocked by the metal tip of the drill. It was reported that a scrub nurse attempted to clear the blockage with this device but this only resulted in the screw retriever bending / being damaged. It was reported that drilling of glenoid was completed. It was reported that the procedure was continued to completion but with a five minute delay to procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.